Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed. The provided log file, as well as a log file extracted from the controller during testing, were reviewed and contained data spanning approximately 3 hours ((B)(6) 2023, 13:38 ¿ 16:29 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A controller fault alarm was active throughout the entirety of the data correlating to an lcd_com fault flag, indicating that the controller¿s main pcb was unable to properly communicate with the lcd pcb. The returned system controller (serial number (B)(6)) was functionally tested, and the controller fault alarm was reproduced. The controller operated a mock loop as intended despite the controller fault. The controller¿s lcd/bitmap software was reuploaded, and further atypical events were unable to be reproduced after this point, indicating that the root cause of the reported event was the controller¿s lcd/bitmap software becoming corrupt. However, the root cause of how the software became corrupt was unable to be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the alarms resolved after the exchange.

Event description:
It was reported that during a routine check, a yellow wrench alarm with a controller fault/exchange controller message was noted. The pump running symbol was working and the left ventricular assist device (lvad) was operating as expected for the entire event. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.